Event description:
It was reported that the user consumed a high-carbohydrate snack after breakfast without announcing it, after which the ilet system displayed a glucose of 190 mg/dl while a contemporaneous fingerstick measured 179 mg/dl. The user received education that the system is designed to avoid overcorrection and would deliver correction insulin if glucose continued to rise, and they were advised to monitor and call back as needed. Symptoms included hyperglycemia and dizziness. Outcomes included no alarms, no medical intervention, and no hospitalization. Investigation included a review of user-reported glucose values, confirmation of missed meal announcement, and product use education. Investigation of this case revealed expected device behavior with no malfunction, with hyperglycemia attributable to a missed meal announcement and the device operating as designed. It was concluded, based on previously established findings for similar reports, that the cause was user-related due to missed meal announcement with no device problem.